Event description:
Anchor study: anal cancer/hsil outcomes research study. Subject presented to ed on (B)(6) 2016 was found to blood sugar level of 505 mg/dl. He was managed and blood sugar lowered to 304 mg/dl. He was discharged on (B)(6) 2016 against medical advice. On (B)(6) 2016 blood sugar lowered to 99 mg/dl. Start date of first course: (B)(6) 2015. Start date of course associated with expediated report: on (B)(6) 2016. Start date of primary ae: on (B)(6) 2016. End date of primary ae: on (B)(6) 2016. Course number on what event(s) occurred: 3. Total number of courses to date: 3. Was investigational agent(s) administered on this protocol: na.